Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/12/2011, 01/14/2011, 01/19/2011, 01/21/2011, and 01/31/2011 by phone, fax, and mail. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the haptic broke on the iol while it was being removed. In a follow-up phone call with the facility, it was reported that the patient was moving during the iol implant procedure and the capsule was unstable. The posterior capsule tore and while the surgeon was removing the iol, the haptic broke. A vitrectomy was performed. The iol was replaced with a different model lens. In a follow up with the surgeon, he reported the event resolved. The surgeon does not feel the lens caused or contributed to the event.